Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Of the product requested back for evaluation, lifescan (lfs) has received zero returns. This report is processed under exemption number e2005018.

Event description:
This report summarizes 174 malfunction events. A review of the events indicated that the ot ultramini meter read inaccurately high. These reports were received from various sources. The patients associated with this allegation ranged from 8 to 83 years old and there is no weight data available. Of the reported patients; 59 were male, 61 female & 54 unknown.